Manufacturer narrative:
Analysis was normal. No anomalies were found. Date returned to manufacturer: apr 19, 2017

Event description:
It was reported that during elective device change-out procedure, no capture in all vectors of lv lead was observed. The patient is device dependent. The lead was explanted. The patient was downgraded to a single chamber ICD, so new lv lead was not implanted. Patient¿s condition was stable.